Manufacturer narrative:
The reported incident that a ¿cannulated drill asnis iii ø2.7mm ao fitting¿ was seen to be bent/spliced could not be confirmed, since the device was returned for evaluation and it was verified to be deformed (s-16 / device deformed). The cannulated drill and the double drill guide were received stuck to each other. More specifically, the drill was stuck in one of the cannulations of the drill guide and could not be removed. The device inspection revealed that the threaded tip of the cannulated drill is deformed and as a result it cannot be removed from the cannulation of the drill guide. The threaded guide wire was not received. Further investigation revealed that the drill guide, despite some minor scratches on its surface, is functioning according to the specifications and therefore did not contribute to the reported failure. The tip of the cannulated drill, on the other hand, has opened in 4 symmetrical parts towards the outside (like a flower). The edges of the helix are blunt and the breakage surfaces have a smooth finishing, as if they could be put back together in perfect alignment. These are typically signs of brittle overload fracture. Such a fracture can occur due to excessive force being applied on a specific part of the device that does not have the ability to deform plastically before breaking. The inspection protocol for the involved cannulated drill was reviewed and did not indicate any deviation from the specifications. Therefore it was not delivered deformed, but became like that upon usage. Such a deformation is usually a result of a misuse, which implies that either the threaded guide wire was extensively bend, or the drill came in contact with something harder. The threaded guide wire was not returned and it cannot be confirmed whether it was bent or not. However, during usage of the drill, too much torque is applied. If the guide wire was indeed bent, a drilling upon a curved device, in combination with such a power, and even violent moves, could definitely damage the tip of the drill and lead to the reported deformation. As stated in the IFU: ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ users should always read the instructions provided before using a specific instrument/implant. Also, it is clearly indicated in the IFU that ¿before every operation, to ensure that all devices to be used during the operation function correctly with each other, while during the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure¿. If the drill bit has been used many times, the tip could become deformed, and as a result cause a jam situation and lead to the reported bending moment. In the cleaning and sterilization guide it is written that ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ however, ¿for cannulated drills, it is recommended to be used as single patient devices.¿ therefore they should not be used in more than one surgical operation. Please bear in mind that, ¿single use devices cannot be reused, as they are not designed to perform as intended after the first usage. Changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or materials leading to diminished safety, performance and/or compliance with relevant specifications.¿ if the device has been used in more than one surgical operation or not according to the specifications it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. For cannulated instruments, the users should always ¿ensure that bone debris does not accumulate in the cannulation of the instrument.¿ the combination of a bended guide wire with debris left in the cannulation of the drill, can definitely lead to a jammed situation and as a result to the reported deformation. Therefore appropriate cleaning and inspection should be performed in order to avoid any of the mentioned situations. According to the cleaning and sterilization guide, ¿the instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use. [¿] pay particular attention to cannulations and blind holes. [¿] generally un-magnified visual inspection under good light conditions is sufficient. [¿] particular attention should be paid to recessed features (holes, cannulations). Last but not least, a deviation from the instructions for cleaning and sterilization could also affect the devices` body. It is clearly stated in the cleaning and sterilization guide that ''the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient.¿ the drill is made out of steel and if the appropriate conditions are not observed it is quite possible to become rusty. As a consequence, this rusty and rough surface, in combination with excessive torque and twisting forces applied, can lead to deformations and even breakages. The IFU clearly states that ¿instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use.¿ moreover, ¿before preparing for sterilization, all medical devices should be inspected. [¿] all parts of the devices should be checked for visible soil and/ or corrosion.¿ and in all cases ¿the indications, instructions and warnings provided by the supplier of the cleaning agent and/or disinfectant should be followed.¿ if the drill has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity could have been compromised, which is definitely a deviation from the specifications. Based on all the above-mentioned observations, it can be concluded that the root cause was attributed to a user related issue due to a mishandling of the device. A review of the device history for the reported ¿cannulated drill asnis iii ø2.7mm ao fitting¿ did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported via the sales rep that as the surgeon was drilling over a k-wire, some resistance was felt. An xray was taken and the drill bit was seen to be bent or 'spliced'. The drill bit was removed, causing damage to the drill guide. A second drill bit was used.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported via the sales rep that as the surgeon was drilling over a k-wire, some resistance was felt. An xray was taken and the drill bit was seen to be bent or 'spliced'. The drill bit was removed, causing damage to the drill guide. A second drill bit was used.